Event description:
After an implantation period of approximately 37 months, it was reported that the patient received an inappropriate shock due to oversensing on the sensing channel of the rv shock electrode. The lead was removed and replaced. Apart from the shocks, no further adverse patient side effects have been reported

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The visual analysis showed multiple signs of wear and tear along the lead body. Especially 54 cm distal of the df4 connector pin, the insulation was damaged due to fraying. A short-circuit was measured. This damage is with high probability the cause of the oversensing complained about and the subsequent inadequate shock. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Noticeable lead movement should be considered as the cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information about the patient. Influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.